Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found both battery cells vented, wet with electrolytic fluid. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Root cause of the observed vented battery cells was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. A process improvement has been initiated to address this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic pneumonectomy, when the adapter was attached to the handle, the handle did not respond at all. The handle was found to be blackout, and the button would not respond either. Also, the charger blue lamp was found to be illuminating, even though inserted the handle into the charger, the green lamp would not flash or illuminate. Another handle was inserted into the charger, but the green lamp would not flash or illuminate. A mucous liquid was found to be adhered to the charging connection portion where installed with metal electrode of the charge. The same mucous liquid was found to be adhered to the metal portion where was for charging the handle. Hence, the product could not be used. Another shell and power handle were used to complete the case. There was no patient injury.